Manufacturer narrative:
E1: initial reporter address 1 and 2: (B)(6) hospital.

Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal left anterior descending artery (lad). A 2.75 x 32 mm promus premier drug-eluting stent (des) was deployed. However, a type b flow-limiting distal stent edge dissection was observed in the mid lad. The physician felt that a lipid rich plaque contributed to the dissection. The dissection was covered with a 2.50 x 12 mm promus premier des and the procedure was completed. The patient was stable post procedure and fully recovered.